Event description:
It was reported that the pump would overheat despite being in room temperature conditions, especially when the pump was charging. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.